Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented.

Event description:
It was reported that during use a bd vacutainer® eclipse¿ blood collection needle safety device failed as "a phlebotomist in our organization recently had two safety needles break during activation of the device. She said she was activating it properly using her thumb. In one instance, the safety broke off completely at the hinge during activation. In the second instance, plastic cracked where the safety needle attaches to the holder. Phlebotomist reported from first incident: I was trying to engage the safety on the needle after a patient draw. The safety device came off the needle. The needle grazed my glove. I disposed of the needle took off the glove and washed hands immediately. I noticed a red dot on my finger, so I was unsure if I was poked. The staff member was given appropriate guidance to follow- up on a possible needle stick.